Event description:
It was reported that the patient experienced a hypoglycemic event with an ems-measured blood glucose of 49 mg/dl, during a period when the ilet did not deliver insulin for approximately 90 minutes, and the patient declined transport after ems treatment with oral glucose; the device reportedly resumed therapy thereafter and no alerts or alarms were reported. Symptoms included hypoglycemia with low blood glucose. Outcomes included on-site treatment with oral glucose and recovery without hospitalization. Investigation included review of available device usage data with the customer and troubleshooting and education. Investigation of this case revealed no device malfunction or alert behavior and no confirmed device-related cause, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.